Event description:
Per the clinic, the patient experienced an infection, skin breakdown, wound dehiscence, skin necrosis and extrusion of the receiver-stimulator at the implant site. The patient was treated with oral and topical antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted under general anesthesia on (B)(6) 2025 and there are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report.